Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a gore® excluder® contralateral leg component (plc121000j/17408805) was implanted as part of an endovascular aortic repair. The device was advanced and deployed with no reported issues. Upon removal of the delivery catheter, the leading olive reportedly was completely separated from the catheter and remained on the guidewire inside the patient. A snare catheter was used to successfully retrieve the olive from inside the patient. The procedure was concluded without any further reported complications, and the patient tolerated the procedure. According to the report, little resistance was felt by the physician upon removal of the delivery catheter. The patient¿s external iliac artery was noted to be significantly tortuous. The delivery catheter was discarded at the facility and, therefore, is not available for analysis by gore.